Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient was not responding to voices and sounds anymore. No trauma or no swelling was reported.

Event description:
It was reported that the pt was not responding to voices and sounds anymore. No trauma or no swelling was reported. Re-implantation is considered.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.